Manufacturer narrative:
The insulin pump was received with intermittent buttons due to corroded keypad traces. No button error alarms noted. No traces of moisture were noted at electronic or motor assemblies per visual inspection. The insulin pump powered up properly after battery installation. The insulin pump was received with operating currents within specification. The insulin pump was monitored and no blank display anomalies were noted. No damage on the lcd isolation tape noted. The insulin pump has cracked case at display window corners, reservoir tube, reservoir tube lip reservoir tube window, battery tube threads and with minor scratched lcd window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump alarm button error and keypad anomaly. Customer's blood glucose was unknown mg/dl. The customer stated that the buttons are completely non responsive. Customer was advised to discontinue use of the devise and revert to a back up plan. The customer was advised that the devised would be replaced and agreed tor return the product for analysis. The customer is unable to troubleshoot blank display caused of buttons are completely non responsive.